Event description:
Boston scientific received information that two months post implant, this right ventricular lead displayed increased threshold measurements. It was determined this lead was dislodged. A revision procedure was performed. This lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.